Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in middlesbrough, united kingdom. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was found contaminated by mbc during routine testing (sampling date: (B)(6) 2022). There is no patient involvement.

Manufacturer narrative:
H10: through follow-up communication under previous complaint from the same hospital, livanova learned that the device was cleaned regularly as per instructions for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of 2.5-3 meters from the surgery field. In addition, it was learned that the hydrogen peroxide (h2o2) level is not checked daily as recommended by instructions for use despite the device being stored full of water. In detail, it was communicated that the h2o2 level is not checked during week-ends. Based on the above, it cannot be excluded that this deviation from instructions for use may have led/contributed to the reported contamination.

Event description:
See initial report.